Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The metal broke off the end of the blunt cobra from the anterior approach ratchet set.

Manufacturer narrative:
Conclusion and justification status for MDR: examination of the returned instrument confirmed the complaint. A lot specific complaint search could not be completed as the lot code is unknown. A two-year search of the complaint database did not identify a trend. The investigation could not verify or identify any product contribution to the reported event with the information provided. The root cause is being attributed to misuse due to evidence that suggests the cobra came into contact with something harder than bone or cement. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.